Event description:
The patient underwent a laparoscopic cholecystectomy, eight days prior to the event onset, wherein seprafilm was applied to the inferior surface of the liver and the gallbladder dissection site. A drain tube was inserted near where the seprafilm was applied due to a bile leakage during the procedure. Post-discharge, the patient complained of pain, and on the date of the event onset, the patient was readmitted to the hospital due to the patient¿s c-reactive protein (crp) having risen to 16mg/l. An abscess was confirmed in the liver bed; along with colitis. The patient was treated with unspecified antibiotics. Seven days later, a report from the surgeon indicated that the patient had recovered and was discharged. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.